Event description:
The pt reportedly developed a hematoma at the implant site following initial implant surgery. The hematoma was punctured a few times. The pt was treated with antibiotics. The pt reportedly did not develop any infection and the hematoma has been resolved. The pt reportedly experienced loss of lock with his internal device. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The pt continues to be monitored.